Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not uploading to server.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a system performance failure. A technical support specialist (tss) logged into the device remotely via remote support service, found manual recovery required errors in data synchronization logs, logged into the device as carefusion admin, stopped maintenance/data synchronization services, executed gettx query via sql server management studio (ssms), executed esclientchange query via ssms and saved the results. The tss then ran command via ssms, restarted data synchronization and monitored logs, followed the knowledge article (ka), ¿retry mode: insert into tx. Transactionsession¿, ran query on station and server but there were no results. The tss then requested the customer to make changes to user account, ran query again, restarted data synchronization and monitored logs, ran query on the database, stopped the services, backed up the database, followed the ka ¿medstation es retry mode: insert into tx. Storageitemtransaction untracked changes in strg.storagespaceitemsnapshot¿ and ¿retry mode: tx. Encounteritemtransaction or adt.userencounterassociation¿. The customer then confirmed that the issue was resolved after the customer support center worked with the hospital information technology team to resolve issues with service account configuration, sentinelone exclusions, and resolving manual recovery required/retry errors on devices. The system functioned as intended after the technical support specialist troubleshot the device.